Manufacturer narrative:
Follow-up information received on 16-aug-2016 from patient via letter in which she holds bayer liable for the damage caused. On (B)(6) 2014 the patient underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. Like joint complaints, severe mood swings, fatigue, long menstruations with a lot of blood loss, tingling in hands, itch on several parts of the body and panic attacks. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Follow-up information is expected. Company causality comment: this non-medically confirmed, spontaneous legal case report refers to a (B)(6) female consumer who had very severe/long menstruation with a lot of blood loss after essure (fallopian tube occlusion insert) insertion. The device was removed (approximately 21 months after its placement). The reported event is listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this case, the event started a few months after essure placement and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information is expected.

Event description:
This is a spontaneous case report received from a (B)(6)-year-old female consumer via website in (B)(6) on (B)(6)-2016. She had essure (fallopian tube occlusion insert) inserted on (B)(6)-2014 (lot number c12709). The consumer reported pain in joint like inflammation in the sacroiliac joint, itch with skin rash on different spots on body, very severe menstruation with a lot of blood loss, painful ovulation, mood swings, depressive, secretion / fungal infection with bacteria, poor memory and especially tired. The onset date was reported as (B)(6)-2014 (not specified). Not everything occurred at the same time - it started with the joints and the rest followed subsequently. The time between the insertion of the product and the named complaints was 3 - 6 months. Essure was removed on (B)(6)-2016, and the outcome of all events was not recovered / not resolved. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6)-year-old female consumer who had very severe menstruation with a lot of blood loss after essure (fallopian tube occlusion insert) insertion. The device was removed (approximately 21 months after its placement). The reported event is listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this case, the event started a few months after essure placement and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Follow-up information received on 26-apr-2016: no consent for follow-up was received from consumer. (B)(4). Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6)-year-old female consumer who had very severe menstruation with a lot of blood loss after essure (fallopian tube occlusion insert) insertion. The device was removed (approximately 21 months after its placement). The reported event is listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this case, the event started a few months after essure placement and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. Further information could not be obtained.

Manufacturer narrative:
Follow-up received on 27-jun-2016. Quality-safety evaluation of ptc: (B)(4). Lot number c12709. In this case no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 01-jul-2016 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had very severe menstruation with a lot of blood loss after essure (fallopian tube occlusion insert) insertion. The device was removed (approximately 21 months after its placement). The reported event is listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this case, the event started a few months after essure placement and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information could not be obtained.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('severe and long menstruation with lots of blood loss') in a 40-year-old female patient who had essure (batch no. C12709) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced arthralgia ("pain in joint like inflammation in sacroiliac joint/ joint complaints"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), rash ("skin rash on different spots on body"), pruritus ("itch"), ovulation pain ("painful ovulation"), bacterial vulvovaginitis ("secretion / fungal infection with bacteria"), infection ("secretion / fungal infection with bacteria"), paraesthesia ("tingling in hands"), depression ("depressive") with fatigue, mood swings and memory impairment and panic attack ("panic attacks"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the heavy menstrual bleeding, rash, pruritus, ovulation pain, bacterial vulvovaginitis, infection, arthralgia and depression had not resolved and the paraesthesia and panic attack outcome was unknown. The reporter provided no causality assessment for arthralgia, bacterial vulvovaginitis, depression, heavy menstrual bleeding, infection, ovulation pain, panic attack, paraesthesia, pruritus and rash with essure. Quality-safety evaluation of ptc: in this case no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 20-jul-2021: a new reporter type (lawyer) was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer, and describes the occurrence of heavy menstrual bleeding ('severe and long menstruation with lots of blood loss'). In a 40-year-old female patient who had essure (batch no. C12709), inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced arthralgia ("pain in joint like inflammation in sacroiliac joint/joint complaints"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), rash ("skin rash on different spots on body"), pruritus ("itch"), ovulation pain ("painful ovulation"), bacterial vulvovaginitis ("secretion/fungal infection with bacteria"), infection ("secretion/fungal infection with bacteria"), paraesthesia ("tingling in hands"), depression ("depressive") with fatigue, mood swings and memory impairment and panic attack ("panic attacks"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the heavy menstrual bleeding, rash, pruritus, ovulation pain, bacterial vulvovaginitis, infection, arthralgia and depression had not resolved. And the paraesthesia and panic attack outcome was unknown. The reporter provided no causality assessment for arthralgia, bacterial vulvovaginitis, depression, heavy menstrual bleeding, infection, ovulation pain, panic attack, paraesthesia, pruritus and rash with essure. Batch no: c12709, production date: 2014-01-14, expiration date: 2017-01-31. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-jul-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 26-sep-2016. Follow-up attempts were done but no answer was received. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-sep-2016 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 285 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous legal case report refers to a (B)(6) female consumer who had very severe/long menstruation with a lot of blood loss after essure (fallopian tube occlusion insert) insertion. The device was removed (approximately 21 months after its placement). The reported event is listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this case, the event started a few months after essure placement and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. No further information is expected.